Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission noted that the pacemaker exhibited atrial oversensing noise. No changes or interventions were reported. The patient was in stable condition.